Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during a generator replacement for eri, externalized conductors were observed via fluoroscopy. No electrical abnormalities were detected. The lead was left implanted.